Event description:
The intravascular ultrasound (ivus) catheter was used during a percutaneous coronary intervention (pci) procedure. The target lesion was 90% stenosed and calcified with mild tortuosity. When the physician attempted to remove the imaging catheter after pullback, it had become "stuck". The physician inserted a guidewire into the targeted lesion, a balloon was inserted and the lesion dilated allowing removal of the catheter. The case was competed with another with same device. It was reported that the patient was in "good" condition.